Manufacturer narrative:
Analysis and results: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, considering the unit received is unused (the thread was still wound on the pack) and that there are previous confirmed complaints of this code-batch for the same issue, we will close the complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that when they opened the package, it was found that needle was detached from thread. No more information has been provided.